Event description:
Medtronic received a report that a hyperform balloon was observed to have a leak. The operator injected heparinized saline through the cannula to hydrate the guidewire for about half a minute. The y-valve was connected to the three-way stopcock and a syringe was attached, and air was removed according to the procedure. The operator advanced the xpedion guidewire through the y-valve into the balloon catheter and reached the transparent proximal section of the balloon for further air removal. The guidewire was advanced about 5 cm beyond the balloon. The y-valve was tightened to lock the guidewire, and an inflation syringe was used to dilate the balloon, but the balloon did not expand. No bubbles were observed in the balloon, and there was slight fluid leakage. After several attempts with the same result, the operator suspected balloon leakage so it was removed. The product was replaced with a non-medtronic product to complete the procedure. No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.